Event description:
The customer reported to customer svcs that the housing for her breast pump had stopped working and was taped together.

Manufacturer narrative:
The customer purchased a replacement power supply. In follow up with the customer, she indicated that the power supply has lost a screw on the corner where the cord comes out. Customer stated that the breach was large enough to fit a toothpick through it. The customer did not witness smoke, fire, flame, and stated no injuries were sustained as a result of the issue. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as the cause of the event. However, the customer stated there was a breach which is a safety risk. This type of failure is typically associated with dropping the unit onto hard surface or other type of sever impact. The original design testing involved dropping the unit a 1.0m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. Should additional the original product be rec'd, resulting in new, changed or corrected info, a follow up report will be filed at that time.